Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in artemis these failures of da vinci not powering on was found thru internal notes indication this failure did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This vision side cart (vsc) ccc was installed, programmed and tested on the dv5 in house golden system where programming was not achievable to program the vsc was not powering up completely, power button was flashing blue, replicating the reported failure. This vsc ccc is bricked. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during setup for a case, the arms on the patient cart appeared orange when the system was turned on. The staff attempted to reboot the system, but the issue persisted. Despite the screen indicating a system error, no specific error message was received. The staff could clutch and move the arms, but they remained orange. Technical support engineer (tse) recommended performing a hard reboot and ensuring the blue fiber cables were fully seated. After the hard reboot, the system powered back on but did not complete homing, displaying a "system connecting" message, an "insufflator disabled" message, and the vision side cart (vsc) power button flashing blue. The vsc was not completing post. Technical support engineer advised powering each cart on individually. The staff disconnected the blue fiber cables on the back of the vsc and powered up each cart separately. While the patient side cart (psc) and surgeon side console (ssc) power buttons were solid blue, the vsc power button continued flashing blue. The procedure was converted to another da vinci system with no report of patient involvement.